Event description:
Pt arrived for regularly scheduled hemodialysis treatment. Pre treatment vital signs: bp 151/73, pulse 69, resp 18 temp 96.6. At approx 0818 hemodialysis treatment was initiated using the hemodialysis central venous catheter at a prescribed blood flow rate of 400 with a hemoclip securing the connection between the eve and venous bloodline. Within first several minutes of treatment initiation the rn discovered a pool of blood of approximately 100-300ml under patients chair. Blood pump was stopped by rn, blood loss was originating from venous bloodline/venous lumen connection site. Carotid pulse was palpable, hemodialysis treatment was terminated, blood was returned using arterial lumen of cvc; 0827 pt became unresponsive, ems called, CPR initiated; 0834 per automated cuff on hemodialysis machine: bp 110/17 pulse 94. Ems arrived at 0840 and assumed care of patient. Ems continued resuscitative efforts while transporting pt to hospital. ER representative informed facility clinical manager via telephone that pt expired at 0920.